Event description:
Customer was hospitalized on two occasions for dka. Father did not want to do any troubleshooting during the call. He felt that the pump malfunctioned because it gave the off no power alarm without giving a low battery alarm. No further details were mentioned.

Manufacturer narrative:
Unit passed the seat, rewind, and occlusion test. Unit alarmed bolus stopped during the e21 error test due to a faulty battery tube. No unexpected low battery alarms were noted and the off no power alarm functioned properly. All operating currents were within specification.